Event description:
It was reported that sometime post a port placement, the port allegedly had complication. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port attached to a catheter was returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. Two longitudinal splits, in-parallel, were noted on the proximal portion of the attached catheter. Upon infusion, leaks were observed from the splits on the attached catheter while water exited the distal end. Therefore, the investigation is unconfirmed for the reported limited information issue as the specific event such as fracture was identified during the investigation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.